Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. Arctic sun device failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 28.91. Biomed confirmed bad mixing pump. The device was coming in for 2000 hour preventive maintenance. Per sample evaluation results received on 09may2023, it was reported that arctic sun device would not autofill until the circulation pump was primed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Arctic sun device failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 28.91. Biomed confirmed bad mixing pump. The device was coming in for 2000 hour preventive maintenance.